Event description:
The customer obtaining erroneous/erratic ise (ion selective electrode) results involving the beckman coulter au2700 clinical chemistry analyzer. The erroneous results were released out of the laboratory but there was no change or affect to patient treatment in connection with this event. The customer repeated the patient samples and issued amended reports for five (5) sample results. The customer is unaware if there were changes in patient treatment as a result of this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered premature failures of the ise electrodes caused erroneous and erratic ise results to be generated. The fse replaced the electrodes and repair was verified per established procedures. Failure mode is attributed to electrodes which failed prematurely within the manufacturer's 6 months warranty.